Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge change error occurred and insulin drips were not observed to be exiting the tubing during the load fill process. Additionally, a minimum fill notification occurred; however, tandem technical support (cts) was unable to verify how many units of insulin were originally loaded during the load sequence. There was no adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issues.